Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator experienced a charge / shock failure during operational check. There was no patient involved.